Manufacturer narrative:
The implicated sample was not returned to date for evaluation. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
A clinic manager reported a hemodialysis (hd) patient was dialyzing using a 2008t hd machine when a blood leak was observed. The 2008t hd machine generated a blood leak alarm immediately after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The nurse manager stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 100ml. The nurse manager stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. The nurse manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient dialyzed 3 times a week. The patient was able to complete treatment with new supplies on another machine.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinic manager reported a hemodialysis (hd) patient was dialyzing using a 2008t hd machine when a blood leak was observed. The 2008t hd machine generated a blood leak alarm immediately after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The nurse manager stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s estimated blood loss (ebl) was less than 100 ml. The nurse manager stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. The nurse manager stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient dialyzed 3 times a week. The patient was able to complete treatment with new supplies on another machine.